Event description:
Revision surgery - patient developed bilateral knee infections as a result of dental work. Surgeon performed bilateral poly removal, joint irrigation / debridement, and poly replacement. The right knee was zimmer, the left was djo.